Event description:
The accounts charge nurse stated they found a pt in the room with his arm stuck in the bed. He was trying to get up and his arm slid into an open area in the siderail. His elbow was in the rail and the palm of his hand was touching his shoulder. The pt thought at that point, it would be best to sit on the floor which wedged his arm into the rail further. The account tried tipping the bed to relieve pressure off the pts shoulder and slide his arm out, which didn't work. The account also tried unscrewing every screw on the siderail, but all joints were wedged. They also lubricated the pt's whole arm and it would not budge. The account took bolt cutters and cut the metal on side rail, then had one person hold upper part of rail while another pulled on the cut part to wedge enough space to pull the pts arm out. The pt was not injured other than some scratches on his right arm which did no require treatment.

Manufacturer narrative:
The field technician found the bed in the maintenance bed repair shop. He noted the right head siderail had been cut with colt cutters to free the pt arm. No preventive maintenance (pm) sticker was on the bed and the account could not provide any pm information. The technician found no problems with the bed.